Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On the same day, it was reported that the patient reported that she went to the hospital with dka due to inaccurate cgm readings. No specific cgm or bg meter readings were reported. The patient refused to provide any further event information to dexcom, including patient symptoms, treatment details, or length of hospitalization. Attempts to reach the patient back for further event information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.